Event description:
It was reported the last the patient could remember (B)(6) 2014 was when her head started pounding. It was noted the patient had been ¿in and out¿ of knowing what is up. It was further reported the patient¿s last seizure was about a week ago and the patient may have been having seizures starting with smaller seizures, but did not have seizures before having the pump. It was also reported the patient has had seizures since the implant and they are getting worse. The pump was being used to deliver baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).